Manufacturer narrative:
Exposed wires on load cell cables and bent litter support brackets.

Event description:
It was reported by service report that the litter cannot be placed in a flat position and load cell cables were damaged. No patient involvement or adverse consequences are reported.